Event description:
It was reported that approximately 66 months after the implantation the patient was admitted to the hospital due to the paced rhythm at 200 bpm. The elevated pacing rate was terminated and the device was subsequently explanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the analysis the returned device data have been analyzed confirming the clinical observation. The pacemaker was subjected to an electrical inspection. An initial interrogation of the pacemaker was properly feasible. The battery status was found to be ok which is as expected after an implantation duration of 66 months. A note was displayed on the programmer indicating that the device was manually programmed to off. Therefore, the pacemaker was re-programmed to on and the ability of the device to deliver therapies was verified. The output signal of the implant was directly measured without any changes in the device settings. The bradycardia pacing pulses were recorded and evaluated. The pacemaker was stimulating in accordance with the programmed settings in vvi mode with a pacing amplitude of 3.0 v and a pulse width of 1 ms in bipolar lead configuration. The pacing rate was measured revealing 60 ppm as programmed. A long-term pacing test and thermal cycles with three different temperature environments were performed with a test duration of more than one month. No deviations were noted during the analysis, in particular the pacing rate was constant as programmed. The therapy functionality was proved to be within specification. During the further course of the analysis the pacemakers memory content was investigated thoroughly. Implemented software self checks were investigated and proved to work as specified. No implementation fault was noted within the embedded software. Based on the data a conclusion cannot be drawn which altered temporarily the pacing rate and was stopped by applying the programming wand. Despite a thorough and time consuming analysis the root cause for the clinical scenario was not determinable. No hardware deviation was noted and despite an intensive analysis the fault condition was not reproducible. Therefore, no conclusion can be drawn. There was no indication of a material or manufacturing problem or design weakness. Please note that up to date, this specific clinical event represents an absolute singular event which was never seen before in any biotronik implant.